Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported chemo leaked from the texium after disconnecting from the needleless connector. Although requested, no additional event information provided.